Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) received confirmation that the issue was resolved after resending the messages from the ehr. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server patient data was not matched. The customer reported that two patients were assigned to the same bed; although the adt patient information was correct, the patient details were mismatched in device. The customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.